Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8500826. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section a4 updated to reflect current patient weight. Section e1 updated to reflect the current implanting physician.

Event description:
Additional information indicates that surgical intervention was taken place on (B)(6) 2023 where the lead was replaced to address the issue.

Manufacturer narrative:
Correction: d6b should be removed as leads remain implanted in body. Lead got severed subcutaneously and could not be retrieved. Correction: h6: health impact code should 4624 rather than 4629.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported patient experienced ineffective therapy due to several falls in the last month. X-ray imaging revealed fracture of right lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is fractured.